Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead continued to dislodge. The lead was not implanted and a new lead was placed. No complications occurred to the patient.